Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning was noted for lead position check failure. Also, undersensing was noted with small p-waves and no atrial sensing on showed on remote monitoring electrograms (egm). An x-ray confirmed lead dislodgement. There was no capture at max output. The lead remains in use. A revision as scheduled. No patient complications have been reported as a result of this event.